Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2014 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated during investigation. A review of the pump black box data revealed multiple replace battery alarms (128-fb88 and 128-fe88), and that the voltage was not low at the time of the alarms. There was no evidence of short battery life observed in the pump history. During testing, the electrical current draw was measured within specifications. The pump was opened and removed from the case and there was evidence of moisture damage observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported the the pump battery life did not meet the expectations of the user. It was noted that the pump was emitting multiple replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.